Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. No adverse patient effects were reported. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Event description:
It was reported that this implantable device exhibited premature battery depletion (pbd). A request was made to have data from this device analyzed. Data analysis confirmed that there was an increase in power consumption during the past year. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Three requests were made for product return; however, the device has not been received to date. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.